Manufacturer narrative:
Investigation summary: the customer reported the formula leaks at the neck of the spike. No patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and did not identify any relating trends. Two samples were returned for investigation. Visual inspection and functional testing confirmed the reported failure of leak between the cross-spike and tubing line. An investigation has been initiated to determine the root cause of this confirmed device failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the formula leaks at the neck of the spike. There was no patient harm.